Event description:
Aoude a, ghanaati h, jouibari mf, shakiba m, khaleghi m, nowrouzi a. Embolization of intracranial arteriovenous malformations using onyx in 53 patients. Iranian journal of radiology. 2017;14(3):1-6. Doi:10.5812/iranjradiol.37696 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to assess the outcome and complications of endovascular occlusion of intracranial arteriovenous malformations (avms) and report their experience using onyx. Fifty-three patients harboring brain avm were treated with onyx as the sole embolic agent during 85 procedures in the study. There were 27 males and 26 females with a mean age of 27.2 years. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - treatment-related neurologic deficit in 7 patients. The deficits were temporary in 2 patients but remained permanent in 5 patients. The 7 instances of neurological deficit contained the following: one instance of loss of consciousness and hemiparesis, one case of hemianopia, one case of limb ataxia, two cases of left hemiparesis, one case of right hemiparesis and dysphasia, and one case of right lower limb weakness. The right lower limb weakness and hemianopia were temporary. Eight patients developed symptomatic intracranial hemorrhage, 5 of which had related neurological deficit. Two patients developed neurological deficit without obvious bleeding.  - initial complete obliteration at the end of all embolization procedures was achieved in 11 patients (20.08%). After a mean follow-up of 6 months, of the 11 initially completely embolized avms, 4 angiographic recurrences were evident. One of them underwent surgical excision, whereas 3 patients were scheduled for further embolization treatment. The rate of complete embolization at 6 month follow-up was 15%.

Manufacturer narrative:
G2: citation: authors: aoude, a., ghanaati, h., jouibari, m. F., shakiba, m., khaleghi, m., <(>&<)> nowrouzi, a.. Embolization of in tracranial arteriovenous malformations using onyx in 53 patients. Iranian journal of radiology 14(3):1-6 2017. Doi:10.5812/iranjradiol.37696 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.